Event description:
Additional information: it was reported that the patient was experiencing spasticity. During surgery the surgeon opened up the spinal incision and cut the catheter. A bolus was performed and drug was seen coming from the pump segment, but the spinal segment could not be aspirated. This led to the replacement of the spinal segment.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had "recently" experienced return of symptoms. The exact date or whether the symptoms were sudden or over time was not provided. The reporter stated that there were no withdrawal symptoms and the patient was not hospitalized. The spinal section of the catheter was replaced on the day of the report as it could not be aspirated intra-operatively. A new section of catheter was implanted and the tip was inserted at about t10-11. The dose was reduced from 1000mcg/day to 200mcg/day and the new catheter section was primed. The device system was used to deliver baclofen (compounded). It was reported about 2.5 weeks later that the patient had been receiving effective therapy. However, on (B)(6) 2012, the patient required a wound exploration for wound dehiscence. The surgeon believed the wound dehiscence to be caused by a residual cerebrospinal fluid (csf) leak from the patient's previous catheter revision. The surgeon applied dura-seal, did an epidural blood patch, and closed the wound. The surgeon later reported that the patient "did fine after that". There were no alterations to the therapy during this surgery.

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type catheter. (B)(4).